Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that all user's at the facility was unable to see issue button after selecting the med from the patient's med order profile. A technical support specialist found that no zones were selected on this cabinet for some reason unknown to the users at this site, customer reactivated the zones and this issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower all users at the facility were unable to see issue button after selecting clodine tab 0.1mg med from the patient's med order profile. All users at the facility were unable to issue medicine from the cabinet. There were no adverse events or injuries reported based on this incident.